Event description:
The customer reported that when engaging the foot switch to begin a cine run, the system gave a fast stop error and shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator drive board was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator drive board was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.